Event description:
A malfunction was reported involving a malfunction code, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue, allowing continued use. The customer was advised to call back if the malfunction reoccurs.